Manufacturer narrative:
Customer was contacted on three separate occasions by email and phone, requesting return of the breast pump base that emitted smoke when powered on. As of this date, the breast pump base has not been returned to ameda, inc. Therefore no visual inspection or investigation could be conducted. A supplemental medwatch report will be completed if the product is returned to ameda for further investigation at a later time.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report an incident while using her purely yours breast pump that morning. She reports smelling an odor similar to something burning. She then noticed gray/black smoke coming from the pump base motor unit. The smoke was described as minimal but she immediately turned the pump off. Customer states her baby was not in the room at the time and she was not harmed in this event.